Event description:
The company was informed that the pt's device had migrated, causing significant discomfort at the skin over the implant. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.